Event description:
Surgeon reported in 05/2001 that in 03/2001 patient underwent gastric bypass. 10 days later a postoperative distal pouch leak at lesser curvature was found. Current patient status is stable. Leak closed. Intervention: CT guided drainage of abscess performed in 03/2001. Concomitant surgery: cholecystectomy.